Manufacturer narrative:
The product associated with this complaint has not been returned to the manufacturer yet. There was no patient harm reported, however if this malfunction were to reoccur, it potentially would contribute to a serious injury, hence this complaint is being reported out of abundance of caution. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the reported event. A follow-up MDR will be submitted if additional information is received. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, there was difficulty inserting the enroute venous sheath. Insertion required sequential dilation (4fr, 5 fr, 6 fr, and 7fr sheath insertions with 9fr and 10fr dilator insertions) to open up the access pathway, thereby allowing the sheath to be inserted with high force. After the tcar procedure was successfully finished, the sheath was attempted to be removed, required increasing force to withdraw it. The sheath subsequently broke approximately 10 centimeters from the distal tip. The physician elected to perform a cutdown of the right groin and remove the venous sheath catheter pieces, but was unsure if all the pieces had been removed. The physician felt the device performed as expected and failure occurred due to excess scar tissue within the patient from patient's previous surgeries. The procedure was completed successfully without any negative health effects or impact on the patient, but the patient will continue to be monitored.